Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead impedance has decreased. The lv lead remains in use. It was also noted that a message indicating that the lv threshold data is invalid on lead trends was observed on the remote transmission. The device remains in use. No patient complications have been reported as a result of this event.